Event description:
It was reported that during the implant procedure the lead impedance was greater than 2500 ohms, pacing thresholds greater than 1.5 volts and r-waves 13 mv. When connecting the lead to the device, the impedance measurement was out of range. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found however there was blood/body fluid present in the distal conductor (not obstructed). The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed and dried blood/body fluid was seen in is-1 pin lumen. There are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 is lightly too proximal-lead was not fully inserted into the device.